Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4) ,implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 100 mcg/ml (8.32 mcg/day), dilaudid 30 mg/ml (2.47 mg/day), clonidine 100 mcg/ml (dose 8.32 mcg/day), and bupivicaine 10 mg/ml (dose 0.832 mg/day) via an implanted pump. The baclofen lot number and other medications the patient was taking at the time of the event were unable to be obtained. Indications for use were listed as cancer chemotherapy and prostate. The patient's medical history included metastatic prostate cancer. The pump connector became partially dislodged from the pump and occluded the catheter patency. The patient had an increase in their normal pain following a fall that resulted in bruising around the pump. The patient had cancer and was in a weakened state from disease progression. The patient had a fall at home that resulted in bruising around his pump site and a return of his 'normal' pain. The physician attempted a dye study, but could not access the side port due to fluid and swelling around the pump site. Interventions included surgical revision of the pump pocket. Fluid was observed in the pocket and no signs of infection. The physician was unable to easily rotate the pump connector, which was still attached to the pump. He disconnected and reconnected and was able to easily aspirate from the side port. A myelogram was also performed to confirm intrathecal placement. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The type of baclofen was not reported. Information was received from a healthcare provider (hcp) via a company representative (rep). The type of baclofen was compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.